Event description:
Additional information was received that right atrial (ra) lead damage was alleged but not confirmed. The patient will continue to be monitored.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. No intervention has been performed at this time. The patient was stable with no consequences.